Event description:
It was reported by the rep that the device was used during a thoracoscopy with bleb resection. It was reported while inside the pt, a piece of metal from the tip of the device fell into the thoracic cavity. The device and piece of metal were removed without incident. A second ez45g was used to finish the case. There was no consequence to the pt.